Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc determined that quality controls were within range at the time of event. The cause of the discordant, falsely low na and k results is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) and potassium (k) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument and an alternate instrument, resulting higher. The corrected results were reported to the physician(s).there are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na and k results.